Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer's insulin was squirting out during the manual prime process. The customer's blood glucose was 135 mg/dl. The customer also reported a motor error alarm occurred when their cartridge was empty instead of a low reservoir alarm. The customer also reported a motor error alarm occurred during a basal delivery. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.